Manufacturer narrative:
Follow-up #1 date of submission 03/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the pump display lens, and the pump casing was cracked near the display. During testing, the pump was powered on and a cs 052 call service alarm was emitted that could not be cleared. A leak test was performed and confirmed a leak at the crack in the pump casing. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. Further investigation could not be performed due to the moisture ingress.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that moisture was visible behind the display lens after swimming with the pump. The pump then reportedly lost power and did not power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.